Event description:
Baxter (B)(4) received a report that an infusor underinfused during patient use. No flow was observed from the infusor for three days, but the patient control module (pcm) attached to the device was functional, so the patient pressed the pcm when medication was desired. The device was filled with a 300-ml solution of ropivacaine hydrochloride hydrate. Interruption of therapy or infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one infusor containing no fluid in the reservoir with a connected pcm. The reported condition of an underinfusion was not confirmed. Visual examination of the samples showed no signs of physical abnormality. An accuracy flow test was performed on the infusor for 30 hours and a functional test was conducted on the pcm. At the end of the flow test period, the units produced the following flow rates: infusor: calculated flow rate = 7.45 ml/hr, normalized flow rate = 7.64 ml/hr; infusor specification range = 7.20 - 8.80 ml/hr; pcm: average dispensed volume = 1.96 ml; pcm specification range = 1.80 - 2.20 ml. Both the infusor and the pcm produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.